Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested, due to device components not being returned. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear, to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device, during deployment, due to circumstances of the procedure. There is no indication, of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, a cuff miss occurred. A second proglide device was attempted but the same occurred. A third proglide device was attempted but the same occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.